Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The customer's initial report of decreased tissue vaporization efficiency and fiber tip melting/burnt, are not considered reportable issues. Upon analysis of the returned fiber, the fiber's metal cap was found to be detached; the metal cap was not returned by the customer and the glass cap was found to show devitrification. There was no report of injury as a result of this event and there was no indication or report of any part of the device remaining inside the pt. The fiber condition would likely result in activation of the system's fiberlife function, which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and or send the system to standby mode. Based on the analysis findings, a detached fiber cap would also result in a forward firing condition of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.

Event description:
Customer reported decreased tissue vaporization efficiency and melting of the surgical fiber tip at 268,206 joules during a prostate procedure. The case was completed using a second fiber, without further issue. There was no injury reported.